Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v015940, implanted: (B)(6) 2007, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a seizure and needed an MRI due to seizures. The device remained implanted and in service. It was stated the patient had not had an MRI, the facility was aware of the setting requirements. It was noted the seizure came from falling down the stairs. It was clarified the fall down the stairs was not related to the device or therapy.